Manufacturer narrative:
(B)(4). The jaws were not locked when received. The handle was latched and unlatched without difficulty. The device was activated on simulated tissue and the jaws released without difficulty and no sticking was observed. The returned sample met specification as received by covidien and the report could not be confirmed.

Event description:
The customer reported that the device jaws would not re-open while on the mesosalpinx and right fallopian tube during a laparoscopic right salpingectomy. Another handpiece was used to release the device and there was no injury to the patient.